Event description:
Doctor reported an event of "gastroesophageal reflux" treated with medication and hospitalization for a pt in the lab band hero study.

Manufacturer narrative:
The product associated with this report has not been returned as the device was not explanted. Based upon the serial number and implant date provided by the reporter, the connector type is assumed to be a taper ii. The reporter of the event was asked to return the product for analysis, if it is explanted in the future. The surgery has not occurred, so allergan has not received the device nor performed analysis at this time. Reflux is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the possible outcome of reflux as follows: "ulceration, gastritis, gastroesophageal reflux, heartburn, gas bloat, dysphagia, dehydration, constipation and weight regain have been reported after gastric restriction procedures."